Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called in reporting he had a high blood glucose level, and that he thought his insulin pump was not working. Through the call, the customer had a blood glucose reading of 501 mg/dl. He took a manual injection to treat, but his blood glucose meter still read "high." The paramedics were called for the customer. The ambulance arrived and started to treat. The phone line was then disconnected. Nothing further was reported.